Event description:
The customer reports that the dilator was inside of the patient and when the cannula was removed it was bent. The nurse inserted the PICC and it was bent w/the guidewire. The PICC was in the vessel and a blood turn was received. The reported defect was detected during use. There is no patient injury, complication or consequence. Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the dilator was inside of the patient and when the cannula was removed it was bent. The nurse inserted the PICC and it was bent w/the guidewire. The PICC was in the vessel and a blood turn was received. The reported defect was detected during use. There is no patient injury, complication or consequence. Therapy was reported to be delayed/interrupted.